Event description:
The user facility reported that during a therapeutic turp (transurethral resection of the prostate), the cable broke and arced near the resectoscope connection. There was reportedly no pt injury, but the physician's eyebrows were slightly singed. The doctor was stated to be fine. The users reported that the procedure was completed with a different, but similar cable and resectoscope. No further detailed info was provided by the user facility.

Manufacturer narrative:
The associated devices in this reported event were not returned to olympus for evaluation. The cause of the user's experience cannot be conclusively determined at this time. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.